Manufacturer narrative:
This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture. During the end cap insertion, the surgeon tried to insert the endcap with an unknown screwdriver, but the endcap couldn¿t be inserted. The sales rep told the surgeon that end cap could be inserted through the devices, but he wanted to insert it without passing through the devices. He removed the devices and tried to insert the end cap, but it couldn¿t be inserted. The surgery was completed successfully within 30 minutes delay without inserting the end cap. The patient outcome was stable. Concomitant device reported: unknown screwdriver (part# unknown; lot# unknown; quantity: 1) this complaint involves two (2) devices. This report is for (1) unk - nails: tfna. This report is 2 of 2 for (B)(4).